Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment operative images. There was no medical documentation and there were suboptimal imaging studies available for this review. The angiogram images were still photos - reducing the sensitivity to confirm the endoleak. Product appropriateness and patient candidacy could not be fully assessed due to lack of information. Product use that was incongruent with the IFU included: bilateral iliac artery diameters of less than 10mm. Cautionary product use that might have contributed to this event included: the reported ruptured state of the aneurysm and the moderate calcifications at the bifurcation and bilateral iliacs. There was substantiated evidence of a type iii-b endoleak at the implant procedure, which was successfully mitigated by an additional bifurcated stent. Endoleaks are a known risk of the procedure, as identified in the product labeling under potential adverse events. The calcified blood lumen and/or the focal iliac stenoses might have contributed to this event. The patient was reported to be doing fine, but this finding could not be confirmed due to lack of information. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that during implant of the bifurcated device and an infrarenal aortic extension an endoleak was identified. Reportedly, the patient came in symptomatic with back pain and had a dissection inside the triple a. The physician treated the patient with a bifurcated device and an infrarenal aortic extension and did a final run at the end of implant and saw contrast and suspected an endoleak. The bifurcated device had a defect in the fabric and the physician chose to implant a second bifurcated and relined. The physician then reballooned again and no signs of an endoleak. The patient is doing fine.